Event description:
My health started to decline at this point. I started getting severe headaches/migraines. A couple years later insomnia set in along with joint pain and inflammation. Jaw pain became so bad that I went to specialists, physical therapy and finally to a rheumatologist where I was diagnosed with ankylosis spondylitis and fibromyalgia. I now have severe joint pain, inflammation through out my body, dry burning blurry eyes, ringing in my ears, new food intolerances, allergies, asthma, breast pain, difficulty breathing deep or catching my breath, weight gain that won't come off no matter what I do. Feeling of a lump in my throat, choking more often (even on water). Stuffy nose all the time even with taking two allergy meds, bloating, brain fog, adrenal fatigue, yeast infections, dehydration, low libido, dry thinning hair, hormones messed up, frequent urination, easy bruising, numbness and tingling, night sweats, rashes, metallic taste, vertigo, slow healing. FDA safety report ID# (B)(4).